Manufacturer narrative:
User guide states: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Wash your hands with anti-bacterial soap before handling the infusion set and thoroughly clean the insertion site on your body to avoid infection. Contact your healthcare provider if you have symptoms of infection at your insulin infusion site. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge tubing was discolored. There was no reported adverse impact to the customer's blood glucose level. Reportedly, customer was using cartridges for longer than the labeling allowed.